Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient presented with a loose acetabular shell, due to osteolysis, requiring revision." A 52mm shell, 3 screws, liner, and head were revised in the patient's right hip. Rep confirmed there are no allegations against the head and liner, and confirmed that no further information will be available.